Manufacturer narrative:
(B)(4). Concomitant medical products: 00786401200-femoral stem press-fit-61499361. 00875705201-shell with cluster holes-61633066. 00875101036- liner neutral 36 mm- 61553932. Multiple MDR reports were filed for this event, please see associated reports: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip arthroplasty. Subsequently patient was revised approximately 9 years post implantation due to elevated ion levels, metallosis, pain, pseudotumor mass, muscle weakness, partial hearing loss, difficulty walking, fluid retention, corrosion, tissue damage, and erosion. During the procedure, the head was exchanged. Poly noted in good repair, no lysis about femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04)- head. Visual examination of the returned femoral head identified scratches on the spherical surface. Taper hole shows dark foreign debris on the taper hole bottom and walls. No other damage was noted. The stem was not returned as it remains implanted. The head was sent to sem. Results: the taper of the returned device was reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-2000 digital microscope. There was a consensus modified goldberg score of 2. A score of 2 corresponds to, fretting on >10% of the surface and/or corrosion damage to one or more small areas. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.